Manufacturer narrative:
(B)(4)

Event description:
It was reported that during the follow-up an attempt to perform threshold test failed. Software error messages were received. Programming changes were made. The patient was stable.